Event description:
Following a stent procedure, an angio-seal device was placed and hemostasis was achieved. However, sometime over the weekend (approx. 1-2 days later) the pt returned to the emergency room with bleeding. An ultrasound was performed, and no problems were noted with the puncture site. The pt was discharged from the emergency room without treatment. At the time of follow-up on 7/31/97, the pt was doing well with no sequelae.